Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: concomitant medical products: desc: unknown pe inlay; item: unknown; lot: unknown. Desc: unknown humeral stem; item: unknown; lot: unknown. Desc: unknown cup; item: unknown; lot: unknown. G2: foreign - event occurred in switzerland. Journal article citation: (01-may-2025) reverse total shoulder arthroplasty outcomes in elderly patients selman, farah; moreira, brett; perry, nicholas p.j.; kriechling, philipp; gressl, maximilian; wieser, karl jses international, volume 9, issue 3, 815 ¿ 822. Doi: 10.1016/j.jseint.2025.01.006. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 02-feb-2026 that reported a retrospective study from switzerland. The purpose of the study was to determine whether patients aged 85 years and older experience meaningful functional improvement, pain relief, and acceptable complication rates after reverse total shoulder arthroplasty (rtsa), and to compare their outcomes with a younger, matched population. The study reviewed 74 patients aged 85 or older who had undergone reverse total shoulder arthroplasty between 2005 and 2020. After exclusions (death, travel issues, refusal, loss to follow-up), 42 patients and 42 control patients remained and were included in the final analysis. All procedures were carried out by fellowship-trained shoulder and elbow surgeons using a deltopectoral approach. Every patient received the zimmer reverse anatomical shoulder system. Stem design was selected according to the underlying pathology, with most implants using an onlay polyethylene cup and a 135-degree neck¿shaft angle. Stem fixation was determined by bone quality and the stability of the press-fit; cement was added when necessary to ensure adequate fixation. The case study population had a mean age of 87 years at time of surgery (87 (85.7, 87.8); (12 males/ 30 females). The control group population had a mean age of 72.8 (71,73.6) (16 male/ 26 female). Follow-up was conducted at 6 weeks, 4.5 months, 1-year, and latest (2 years) postoperative follow-up radiographic images. The article reported one patient in the >85-year-old group who experienced an anterior dislocation while lifting a heavy object, requiring a closed reduction three months after surgery. The patient subsequently developed recurrent instability with multiple dislocations, ultimately necessitating revision surgery at five months postoperatively attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 (component codes). The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.